Event description:
Commercial return no reported fault, fault found after investigation. Pad clock was failing to increment and displayed a nonsensical time and date. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2005. Upon receipt of the device at heartsine, the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate an rtc fault. The pad software uses the rtc memory to determine where the data is recorded in the flash memory, if the rtc is not accessible the software is not able to determine where to write in the flash memory. This would explain the ¿warning memory full¿ prompt despite only 2 log entries recorded in the device memory. The coin cell was measured and found to be depleted with the coin cell voltage being significantly below 3v. The user would have been alerted by the absence of the green status led as the bt1 coin cell provides the power for the status led drive circuitry. The coin cell was replaced. The pad clock was then successfully resynchronised. As there was no fault found with the pcba the low coin cell voltage is attributed to a faulty coin cell. The user would have been alerted to the fault with the absence of the green status led. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The rtc failure is not a critical failure and did not affect the devices ability to deliver therapy as demonstrated during the investigation. Given that the last valid log entry occurred on the 1st january 2010, it is assumed that the coin cell became depleted after this date. The green status indicator would have remained extinguished after the depletion of the coin cell. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2005. Bt1 coin cell depleted upon receipt of the device at heartsine, the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate an rtc fault. The pad software uses the rtc memory to determine where the data is recorded in the flash memory, if the rtc is not accessible the software is not able to determine where to write in the flash memory. This would explain the ¿warning memory full¿ prompt despite only 2 log entries recorded in the device memory. The coin cell was measured and found to be depleted with the coin cell voltage being significantly below 3v. The user would have been alerted by the absence of the green status led as the bt1 coin cell provides the power for the status led drive circuitry. The coin cell was replaced. The pad clock was then successfully resynchronised. As there was no fault found with the pcba the low coin cell voltage is attributed to a faulty coin cell. The user would have been alerted to the fault with the absence of the green status led. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The rtc failure is not a critical failure and did not affect the devices ability to deliver therapy as demonstrated during the investigation. Given that the last valid log entry occurred on the (B)(6) 2010, it is assumed that the coin cell became depleted after this date. The green status indicator would have remained extinguished after the depletion of the coin cell. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Commercial return no reported fault, fault found after investigation. Pad clock was failing to increment and displayed a nonsensical time and date. There was no patient involved.